Event description:
The pharmacist at the hospital reported that "before use of the product for a surgery, it was observed that the inner packaging was pierced and the surgeon did not want to use it because it was no longer sterile."

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.